Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles was without non-patient needle. The following information was provided by the initial reporter: consumer reported found a pen needle without a non-patient end needle.

Manufacturer narrative:
H6: investigation summary customer returned an empty 4mm, 32 gauge nano pen needle outer shield and a teardrop label showing the pen needle was from 1300996. No pen needle was returned for evaluation. Due to the nature of the complaint, no evaluation can be performed pertaining to the reported event. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Since no samples and/or photo(s) of the samples were received for investigation, embecta was not able to replicate or confirm the customer¿s indicated failure. The root cause cannot be determined at this time. The issue cannot be confirmed as no samples or images were returned for evaluation. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles was without non-patient needle. The following information was provided by the initial reporter: consumer reported found a pen needle without a non-patient end needle.